Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "motor service error". It was also reported that the unit just came back from service for the same problem. After receiving when it was turned on it showed the same error. No adverse effects were reported.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of motor service error was verified. The pump was previously just repaired for this same error. The event log did show the error. Service will replace the microprocessor unit board. Use testing was performed. The problem source is the faulty microprocessor unit board.